Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field safety technician during preventive maintenance cs100 intra-aortic balloon pump (iabp) leak was found in k5 solenid and the pump stopped powering from the electricity grid. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) states preventive maintenance of the intra-aortic balloon was performed in accordance with the manual and check list in service order number (B)(4). The 5000-hour motor kit and safety disc were replaced. After the changes, a leak was found in the k5 solenoid as shown in the attached photo, and the power supply module is not showing the remaining battery charge on the panel, keeping it on the screen as if it had zero charge, even though the batteries were charged, and also with an intermittent problem where it stopped powering from the electricity grid, causing the equipment to work only in battery mode. At the customer's request, another power supply module and another set of solenoids were installed and the problem mentioned above stopped occurring. All tests were performed in service mode and are in accordance with the principles established by the factory. The equipment kept cycling for more than 2 hours and did not show any abnormality in its operation. Parts removed from cs100 number (B)(6). Which is already waiting for parts for repair. Equipment released for use. Equipment allowed for use.

Event description:
N/a.